Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.